Manufacturer narrative:
Info was rec'd from a dist who is not required to complete form 3500a. This report will be amended when out investigation is complete.

Event description:
The pt presented with pain, swelling, and intermittent locking of the knee. Surgery was scheduled to scope the knee and the articular surface post was found fractured and free floating within the knee joint. The knee was then opened, the poly surface was removed from the tibia, and the fractured post was located and removed. A new poly surface was implanted and the surgery was completed. The surgeon indicated that he felt the surface post fracture was a result of extreme use/force put on it by the pt and his activity level.